Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/24/2026. Data was further reviewed. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 11/16/2025 at 10:46 pm with transmitter/wearable serial number (B)(6) . The sensor session lasted 10 ½ days and ended due to sensor expiration on 11/27/2025. There were no bg calibrations attempted during the sensor session. On the date of the reported event (11/26/2025) several alerts were triggered with each one performing as intended. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: 4591 decreased level of consciousness / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the parent reported that while the patient was sleeping, the dexcom app did not provide an audible alert for a low egv. The patient uses an unspecified medtronic pump. No fingerstick measurement was performed at home. During the event, the patient was described as ¿talking funny,¿ with eyes open but appearing distant. The parent attempted to give the patient food and honey and then called 911. The parent was unsure of the blood glucose value obtained by paramedics. The patient was treated with intravenous glucose on site. Paramedics offered transport to the hospital, but the patient declined. At the time of the report, the parent stated that the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.